Event description:
Procedure: stress urinary incontinence. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Align to urethral support system - halo was reported to be used/implanted during this procedure.

Manufacturer narrative:
(B)(4).